Manufacturer narrative:
We have received your complaint regarding the above-mentioned device and thank you for supporting our market surveillance. Till today, the medical product is not available for analysis, and we were therefore unable to examine it. The information you provided were recorded in our quality management as complaint and are used to evaluate the safety and reliability of our medical products and to improve them if necessary. Based on the data that we have received from you, no cause can be determined for the observed dislocation. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. If additional relevant information or the device itself should become available, please send these also to us. The incident will the be updated accordingly.

Event description:
The atrial lead had to be repositioned after one day because it did not hold.